Event description:
The customer reported that the system would not display image or fluoro. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.